Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a carotid artery repair on (B)(6) 2013 and suture was used. Five hours post operative, the suture broke requiring a reoperation. After the reoperation the patient experienced a stroke. Additional information requested.